Manufacturer narrative:
Event date is approximate. Concomitant medical products: implanted: (B)(6) 2016, product type: lead. Product ID: 3889-33, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that the ins works whenever it want too. The patient stated that ¿the lead hits when it wants too¿ and that the ins can back out at any time. The patient stated that he has tried changing the setting and program but that has not helped. The patient noted that his ins was on and he checks it constantly. The patient stated that these issues started two months after implant. The patient reported that the patient programmer (pp) is eating through batteries. Patient services reviewed battery expectations. No further complications were anticipated/reported.